Manufacturer narrative:
(B)(4), the customer provided one photo for analysis the complaint of "misfire/jamming - staples not firing" was not able to be confirmed by the photo. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the first staple appeared misaligned. The stapler was returned with 33 staples remaining in the cover block. The trigger was not returned engaged. During functional testing an attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple was fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool. Manual realignment of the staples was attempted. After realignment, four staples fired properly but the next three staples misfired. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. A device history record review was performed, and no relevant findings were identified. It could not be determined what caused the staples to misalign. Further investigation is necessary to determine root cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the staples were jamming. There was no reported injury. The device was replaced.

Manufacturer narrative:
Qn#(B)(4). From the pictures provided it was not possible to be confirmed failure mode reported as misfire/jamming - staples not firing. It is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. The device history review for the product visistat 35r 6/box lot# 73b2200288 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples were jamming. There was no reported injury. The device was replaced.